Event description:
Initially, the physician's office reported on (B)(6) 2012 that they had not used their programming system in a few years, but they were going to be seeing a vns patient within the next couple of weeks so they want to make sure they have the most up-to-date equipment. The programming computer and software were returned as these products are no longer distributed by the manufacturer, and the physician was trained on the updated software. Later, clinic notes were received for the patient's appointment on (B)(6) 2012 which indicated that the physician's programming wand was not functioning properly. On the date of the next visit, (B)(6) 2012, the generator was successfully communicated with. Follow-up with the site revealed that the programming system was already replaced. It was noted that when they were unable to interrogate the device, they checked/replaced the wand battery, checked all cable connections, unplugged the handheld computer from the wall, and tried re-positioning the wand. It was noted that when the programming computer was replaced the issue resolved. Therefore, it is unclear why the issue resolved with the replacement of the programming computer. Attempts for additional information have been unsuccessful to date. Analysis of the software was completed. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. However, analysis of the computer was not completed as there was no allegation against the device upon it's return to the manufacturer in (B)(4) 2012, so the device was disposed.

Event description:
Additional information was received from the physician's office reporting that the after the replacement programming handheld computer was provided at the end of (B)(6) 2012, the programming system has been functioning properly. The system was replaced due to the physician's office having an outdated version of vns programming software. There were reportedly no error messages received on (B)(6) 2012 when the system could not communicate with the patient's device. After performing troubleshooting steps (e.g. Replacing the 9v battery, unplugging/reconnecting the handheld connections, etc.), the staff determined the cause of the problem to be the handheld device since the same programming wand was being used. Additionally, there was no visible wear or tear on the handeld computer cables that may have contributed to the event.